Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, and the malfunction code did not recur thereafter. Technical support instructed the customer to continue using the pump and to call back if the malfunction code recurs.